Manufacturer narrative:
Batch records, final product manufactured and qc records were reviewed for lot cov2010095. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with dmr. Test results of retained samples meet the qc criterion. The reported issue was not found in the retained cassettes. The complaint is not verified.

Event description:
False positive result(s). User reported having tested positive with at least 10 flowflex tests over a two-week period starting on (B)(6) 2022. During that period, they also tested with pcr three times (B)(6) and with an ihealth home test (B)(6) and all of the results were negative.